Event description:
The MFR has changed/improved the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable. A customer returned a 7mm nim endotracheal tube. This reported event suggests a situation where a false negative was suspected or observed and system safe-guards (warning/alarms) may not have identified the issue. There was no suggestion of pt injury.

Manufacturer narrative:
The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. This product was being used for treatment, not diagnosis. In this reported event a false-negative is suspected, thus we are filing this report as a product problem.